Event description:
It was reported that during a shoulder surgery, the wand was sparking in the joint while the doctor was using it. No pt injuries or complications were reported as a result of the event.